Event description:
The hospital reported that during a coronary artery bypass procedure, when the aortic cutter was actuated to create the aortotomy, the cutter did not fire and the button seemed to have pressed further into the device than usual. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital will reportedly not be returning the product in question.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unk. Items marked "ni" are currently unk. (B)(4).